Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a ssro for mandible performed on (B)(6) 2024. The surgeon was used to using the product, and it was the same as usual during bending. The surgery was completed successfully without any surgical delay. Two months after the surgery, there was no problem in the postoperative medical examination. Three months after the surgery, the surgeon felt discomfort, and it was confirmed that the plate was broken. On (B)(6) 2024, a revision surgery was performed. A plate was fixed, and there was no problem. No further information is available at this time. This report is for one (1) ti matrixmandible 2x2h crescent plate 1.25mm thick. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the matmand pl crescent 2+2ho t1.25 ti was found broken across the 2nd most proximal hole, the broken fragment was returned for examination. No other issues were observed, therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. The matrixmandible¿ plate and screw system surgical technique guide was reviewed, following statement was found: precautions: avoid reverse bends as it may weaken the plate and lead to premature implant failure. Avoid sharp bends. Sharp bends include a single out of-plane bend of >30 degrees between two adjacent holes. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the matmand pl crescent 2+2ho t1.25 ti would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part# 04.503.711, lot # 8237p20. Manufacturing site: werk selzach logistik, supplier ; (B)(4), release to warehouse date: 18 oct 2023, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.